Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product (lot no.: thq10qq8; model: py60-ad). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. A posterior capsule rupture occurred during the use of py-60ad. The surgeon mentioned that the leading haptic touched the posterior capsule when the injector body was rotated to the left. We are unsure whether the cause was due to the surgeon's handling (nare) or the shape of the leading haptic. Problem code: a26 - insufficient device problem information.